Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that the lifevest was causing pain and discomfort to a prior surgical area at her rib cage. The patient indicated that due to the pain and tightness from the lifevest around her rib cage, she went to the emergency room as she could not breathe. The hospital advised her to take tylenol. The patient was also fit with a new garment. Follow up indicated that the discomfort had improved.